Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow up report when our investigation is complete.

Event description:
Complainant alleged that during training by facility staff, the device intermittently displayed a "pacer fault 116" message. Complainant indicated that there was no patient involvement in the reported malfucntion.